Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon removed the polyethylene liner and metal head. He then put in a new liner and a universal biolox head. As reported in "how was issue noticed": patient complained of pain. Elevated metal ion levels and black debris on the trunnion of the stem

Event description:
Surgeon removed the polyethylene liner and metal head. He then put in a new liner and a universal biolox head. As reported in "how was issue noticed": patient complained of pain. Elevated metal ion levels and black debris on the trunnion of the stem

Manufacturer narrative:
Corrected data: an event regarding abnormal ion levels, corrosion and pain involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for analysis. -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If additional information and/or device become available, this investigation will be reopened.